Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states there is leakage of blood into the catheter and air detection. The catheter was placed on (B)(6) 2012, in right subclavian. The catheter was in place for (B)(6). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.